Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the breakage of the locking compression plate (lcp) occurred at the fourth combination plate hole (dcu and threaded part) in the area of the osteotomy. The golden anodized lcp is made of pure titanium. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the lcp is in compliance with the international standards iso 5832-2 and astm f67 for surgical implants made of pure titanium. The dimensions of the investigated lcp (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the plate is 13.53 mm and the thickness is 4.27 mm. The fracture surfaces were partly contaminated showed some bone residues and were strongly abraded (shiny/dark areas). The right fracture surface and the left fracture surface showed an oblique fracture behavior. On the upper side of the plate discoloration were observed. When examining the fracture surfaces of the lcp using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the lcp and ran into the material. After braking, the two plate fragments rubbed against each other causing strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zone. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly a structural breakage appearance (crystallographic oriented fatigue fracture) or a mixed fracture of fatigue striation and structural breakage appearance. Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observation and finding showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low and moderate dynamic bending loads (one sided). The plate had to act as a single stabilizer because of the fracture of the tibia and the fibula. Constant alternating load cycles (during walking / weight bearing) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp. The implant could not resist the applied force which finally led to the material overload and fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the plate was implanted for the patient with tibial diaphyseal malunion. The surgeon performed open-wedge osteotomy and fixed the malunion part with the plate. At the osteotomy section, the autogenous bone graft was done. Four weeks after the surgery, partial weight bearing was started. Eights weeks after the surgery, full weight bearing was started. A few days after the start of full weight bearing, the patient complained of pain. The breakage of the implanted plate was confirmed via x-rays that were also reviewed by the medical director. The removal operation of the broken plate and the revision using external fixation or intramedullary nail is planned. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.